Event description:
Pt was implanted in 2001 with lifesite device. During dialysis in 2001, the pt complained of chest pain and passed out approx 4 mins into their treatment. Pt was transported to the hosp where a pneumothorax was identified and chest drainage initiated. Chest drainage identified as blood. On the event day, the pt suffered respiratory arrest caused by a tension pneumothorax.